Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 20 synergy ii stent was advanced several times but failed to cross the lesion. The device was removed from the patient's body and it was noticed that the proximal portion of the stent was damaged. The procedure was completed with a different device. No patient complications were reported.